Event description:
This report is based on information provided by the philips authorized repair facility technician and has been investigated by the philips complaint handling team. It was identified during bench testing that the mx40 1.4 ghz smart hopping device did not produce sound due to a defective speaker. The device was sent to bench for functional testing. Results of functional testing indicate the device to have a faulty speaker. The device was operational after repairs were completed.

Event description:
The customer reported that there was no audio. The device was in use when the issue occurred. There was no reported patient/user injury/harm.

Manufacturer narrative:
Philips is in the process of obtaining additional information concerning this event and the complaint is still under investigation. A final report will be submitted once the investigation is complete.